Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the patient was just sitting in the chair and the back cane broke.